Event description:
It was reported that a malfunction alarm occurred. Additionally, an altitude alarm occurred while the pump was not outside the labeled altitude operating range. During troubleshooting with technical support, the malfunction alarm was cleared, the customer cleaned the speaker holes and insulin delivery was resumed successfully. The customers blood glucose level was 449 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.